Event description:
It was reported that there was noise with oversensing on the right atrial (ra), left ventricular (lv), and shock channel. This noise appeared to have started around october 2017. At first it was thought that this was attributed to electromagnetic interference (emi), but now it is suggestive of a lead anomaly such as lead-on-lead interaction. Technical services (ts) recommended further lead evaluation and x-rays. These leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).